Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic radical operation for carcinoma of stomach, the stapler was not able to fire. They had to open another item to finish the case. There was no patient injury.